Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after suture deployment, as the knot was being advanced to the vessel, the suture broke. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record fort this lot did not produce any findings relevant to this report.